Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 2.50 x 20mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage. The distal end struts were lifted and pulled distally. The undamaged crimped stent was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The 90% stenosed, 2.75mm x 20mm, concentric, de novo target lesion containing a <=45 degrees bend was located in the mildly tortuous and mildly calcified left anterior descending artery. After a 6f non-bsc guide catheter and a non-bsc guidewire were crossed the lesion, pre-dilation was performed with a 2.0x15 non-bsc balloon catheter resulting to 80% residual stenosis. Following pre-dilation, a 2.50 x 20 synergy drug-eluting stent was advanced for tretament. However, during procedure, it was noted that the stent could not cross the lesion and the stent struts were deformed. The device was removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The 90% stenosed, 2.75mm x 20mm, concentric, de novo target lesion containing a <=45 degrees bend was located in the mildly tortuous and mildly calcified left anterior descending artery. After a 6f non-bsc guide catheter and a non-bsc guidewire were crossed the lesion, pre-dilation was performed with a 2.0x15 non-bsc balloon catheter resulting to 80% residual stenosis. Following pre-dilation, a 2.50 x 20 synergy drug-eluting stent was advanced for tretament. However, during procedure, it was noted that the stent could not cross the lesion and the stent struts were deformed. The device was removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.